Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible mgmt personnel. There have been no other complaints reported in the lot number. Additional info was requested on 03/15/2011 and 03/25/2011 by mail, fax, and phone. Additional info was received 03/16/2011 by fax. A completed questionaire has not been received. (B)(4).

Event description:
A surgeon reported having a pt with a refractive surprise following intraocular lens (iol) implant surgery. The pt is post-lasik. The surgeon does not think the lens is defective. Additional info has been requested.